Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily scarred right common femoral artery was attempted using a proglide device via a 6fr sheath, after a heart catheterization procedure. Reportedly, when attempting to insert the proglide device into a morbidly obese patient, the guide bent and separated where the black (sheath) and silver parts (guide tube) meet. All parts of the proglide device were removed from the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date on follow-up #1 was filed as 06/07/2018 and should have been 10/04/2018.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported guide break/separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.